Event description:
A 69-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse reported to novocure that upon removal of the patient's transducer arrays that morning, a large heat spot was observed across his forehead and surgical incision site. The patient denied experiencing any pain. The healthcare provider (hcp) was advised to be contacted for further evaluation. Subsequent images provided confirmed the presence of a quarter-sized, escharred, circular ulcer on the left side of the patient's head, which encompassed the surgical resection scar. Additional images showed mild to moderate erythema on the scalp. On (B)(6) 2025, novocure was informed that the patient sustained a serious burn related to device use between (B)(6) 2025. As a result, the patient was scheduled for surgical repair on (B)(6) 2025, and optune gio therapy was temporarily discontinued. On (B)(6) 2025, the hcp reported that the patient underwent surgery on that day with a plastic surgeon that included surgical debridement and wound care for a round, well demarcated full thickness burn with eschar tissue. There was no evidence of infection. The patient was on steroid treatment, and the last surgical resection had been performed on (B)(6) 2025. According to the hcp, the event was secondary to optune gio device use, and the patient was no longer on therapy. On (B)(6) 2025, the patient's spouse reiterated the details of the event and confirmed the patient had discontinued optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the burn and secondary ulceration that required subsequent need for surgery cannot be ruled out. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Thermal burn was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 17 reports of thermal burn in the commercial program to date, one of which was serious and related to device use.